Event description:
User facility reported that the device was in use with patient (time in use not provided). According to the reporter, patient had sudden oxygen desaturation. In response to the issue, the caregiver performed an emergency tracheostomy tube change and administered oxygen via an ambulatory bag. No permanent adverse effects reported. Caregiver examined the device after removal and found device had a split on the flange material. It was not confirmed by reporter whether splitting occurred prior to or during tracheostomy tube change. Velcro straps were reportedly used during the product use.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow up report detailing the evaluation results.